Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the surgeon fired the device and felt audible crunch. When surgeon opened device, blood came gushing out. The surgeon inserted anoscope and upon inspection of cut line noted no staples present. The surgeon was able to control bleeding by ligating individual vessels using 3-0 vicryl in an interrupted suture technique. The surgeon also sutured mucosa and submucosa to mimic what stapler would have done. The surgeon reported an approximate blood loss of 200 ml. The surgeon inspected tissue donuts and said they were perfect. The case was extended by approximately 45 minutes to control bleeding and complete suturing. The patient was reported to be doing well and went home.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.